Event description:
Application of intermaxillary fixation screws in maxillofacial trauma. (2007). Coletti, d.p., salama, a. Caccamese, j.f. Journal of oral maxillofacial surgery 65:1746-1750 this was a retrospective study on 49 patients requiring imf was performed. The purpose of this study was to precisely define the safety profile and appropriate utility spectrum of imf screws through a prospective pilot study, examining complications and outcomes. A retrospective pilot study on 51 consecutive patients requiring mmf over a 1 year period (2003 ¿ 2004). Forty-nine patients (42 males and 7 females) met the criteria for this study. The 2.0 mm diameter (8 mm or 12 mm length) stainless steel self-drilling/tapping screws (synthes maxillofacial, paoli, pa) were used. A total of 229 screws were used (114 maxillary and 115 mandibular) were employed. Fifteen screws became loose. One patient had screw shear. This is report 1 of 1 for (B)(4). This report is for unknown 2.0 mm diameter stainless steel self-drilling/self-tapping screws. A copy of this journal article is being submitted with this medwatch. This report is for one device. The country of origin for this article is the united states.

Manufacturer narrative:
"Application of intermaxillary fixation screws in maxillofacial trauma. (2007). Coletti, d.p., salama, a. Caccamese, j.f. Journal of oral maxillofacial surgery 65:1746-1750. This report is for unknown 2 mm stainless steel self-drilling/tapping screws /unknown quantity/unknown lot. The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.